Event description:
It was reported that: "there was cement still in joint causing patient to have pain. The patella was not resurfaced originally. Today the surgeon resurfaced the patella, cleaned cement out and replaced the insert."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.